Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, premature elective replacement indicator (eri) was suspected. Device replacement is anticipated. Further information was not available.